Manufacturer narrative:
If device is returned, eval will be performed to determine if a malfunction has occurred. This is an initial report. A f/u report will be submitted when the final eval is completed.

Event description:
This spontaneous device case, which does not involve an adverse event, reported by a consumer, concerns a male pt of unk age and origin. The pt was taking an unspecified medication for treatment of an unk indication. On (B)(6) 2009, the humapen ergo teal/clear pen body with a clear cartridge holder attached (lot number not reported) was reported to be broken, with both engagement tabs broken and the injection button was reported to be jammed. This humapen ergo teal/clear pen body with a clear cartridge holder attached is associated with (B)(4). It was not reported who operated the device but the operator was trained by a physician. This device model had been used for approx 5 years but it was not unk how long the reported device had been used. If the device is returned, eval will be performed to verify if a malfunction has occurred. It was unk if the humapen ergo teal/clear pen body with a clear cartridge holder attached was continued or if it was switched for another device or syringe.